Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support, who provided complete pump reset information and guided the caller through the reset process. After performing the reset, the pump no longer displayed the error code, and the customer successfully started their sensor session.